Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective load cells, as a result of damage sustained by user mishandling. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure. The root cause for the physical damage was due to mishandling. The front enclosure was replaced to address the physical damage. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on. The archive data review showed occurrence of multiple ua07 error messages on the reported complaint date. The load cells were replaced to address the ua07 error. The autopulse platform passed the run-in test for 15 minutes using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.